Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced to mid-nozzle and has overrode the lens. The lens was located within the lens loading area. The trailing haptic was folded onto the optic along the left side of the plunger. The leading haptic was ahead of the optic. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported event. The used device was evaluated. A plunger override was observed. The lens was in the lens loading area. A qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, during intraocular lens (iol) insertion with a preloaded iol the plunger went over the iol. The procedure was completed the same day with a back up iol and without patient impact.